Event description:
It was reported that during an interventional procedure to reopen a calcified, tortuous and 95% stenotic lesion located in the proximal third of the right coronary artery (rca), a dissection and stent damage occurred. A 1.5mm maverick and 2.5mm maverick2 monorail balloon were used to dilate the lesion. Following the use of 2.5mm maverick2 monorail balloon catheter, a dissection was noted. The physician then attempted to advance a 24mm x 2.75mm liberte monorail stent delivery system across the lesion, however, he was unable to cross the lesion. Upon removal of the liberte monorail stent delivery system, it was noted that the struts of the stent were damaged. A 3.0mm maverick balloon catheter and a 2.75mm vision stent were used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as ' well '.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.